Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire tip appeared to have been shaped. The guidewire nitinol tubing was broken approximately 13cm from the distal tip and approximately 187cm from the proximal end. On inspection of the distal fragment, dried crystalline procedural fluid was present on the platinum coil. The core wire was visible inside the nitinol tubing and was broken. The proximal fragment was inspected and dried crystalline procedural fluid was present on the platinum coil. The core wire was visible inside the nitinol tubing and was broken. The core wire distal end was observed through the distal tip dome. Functional inspection was not carried out. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. A microcatheter device was used in the procedure. There was no friction/resistance encountered during the procedure and there was no force used to overcome resistance. The guidewire was positioned within the anterior communicating artery (acoma) when the issue occurred. There was no high tortuosity and the patient¿s anatomy was moderately tortuous. Analysis of the returned device found the guidewire tip appeared to have been shaped. The guidewire nitinol tubing was broken approximately 13cm from the distal tip and approximately 187cm from the proximal end. The distal and proximal fragments had dried crystalline procedural fluid on the stretched platinum coil and the core wire was visibly broken inside the nitinol tubing. The damage noted to the guidewire indicates a significant force was applied to the guidewire during use which may have been due to the operator rotating the guidewire for several times. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip stretched¿ and analysed events ¿guidewire distal tip stretched¿ and ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.